Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was below the programmed lower rate, however an electrocardiogram strip was unable to be obtained to confirm the patient's heart rate. Follow up yielded no information. The cardiac resynchronization therapy defibrillator (crt-d) is still in use. No further patient complications have been reported as a result of this event.